Event description:
Patient was connected to avalon fetal monitor with us transducer. After approximately 30 minutes. The patient felt the transducer was "hot". Nurse checked found nothing wrong with transducer but swapped out transducer to be on the safe side. Transducer was sent to biomed for evaluation.======================manufacturer response for fetal monitor, avalon us transducer (per site reporter).======================the transducer was cleaned and disinfected externally and connected to fm 30 monitor. The testing was performed as per the procedure given in the user manual. This was carried out by 2 different technicians several times independently and found no problem. Then we connected a new transducer from our stock and compared the performance. There was no difference. All seven crystals showed sensitivity in the same range using a 20 cm water phantom.we left the transducer connected to maachine and took surface temperature reading at average room temperature of 72 degrees fahrenheit at an interval of an hour during working hours (7 am to 7 pm) and it was found to be between 71 to 73 fahrenheit. There was no heating of the transducer.the transducer was opended and inspected under micropscope. All 7 crystals apperared perfectly fine without any physical damage. There was slight dust on both the pcbs and we did ultrasonic cleaning. During this period, the top case was open and we did not find the transdcuer heating. It worked exactly the same way the new transducer from our stock. All the smd component's surface temperature remained within 2 degrees fahrenheit compared to room temperature.the transdcuer top case was put back and once again it was tested with 20 cm water phantom. There was no heating of the transducer and it functioned absolutely normal.we feel that the room temperature in the patient room might have been quite low and hence the patient might have felt some difference.please confirm that you have received this report and if you would like us to perform any other test. It is still connected to the monitor and we have been monitoring the performance, especially the temperature. It can be shipped tomorrow.